Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a defective lcd. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Doctor reported event of "leakage" from journal article: "laparoscopic revision of gastric band surgery", anz j surg 80 (2010) 350-353. This medwatch represents nine events of "leakage". There is no additional info provided for individual events. During additional follow-up the physician stated, "most of these adverse outcomes were related to the inamed/allergan band.." Since we have been unable to obtain info as to which band was involved in which adverse event allergan will report all events because it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.